Event description:
It was reported that the handpiece was ¿not holding bur and overheating.¿

Manufacturer narrative:
(B)(4). The findings of the product analysis indicate that the handpiece was missing two ceramic ball bearings which hold the collet and bur in place. Therefore, it could not be confirmed whether the device was overheating. The device was repaired and returned to the customer.